Event description:
It was reported that the device started to run when the battery was inserted. This occurred during in-house service. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was inspected and it was found that the trigger magnet was loose from trigger magnet bore. The device was repaired and returned to the customer.